Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported entrapment of the device and material separations appear to be related to operational circumstances of the procedure. In this case, based on the reported information, it is likely that during the procedure, the guide wire was inadvertently trapped behind the non-abbott stent during stent deployment. Manipulation and/or inadvertent mishandling against resistance ultimately resulted in the reported tip separation. Additionally, the reported treatments appear to be related to the operational circumstances of the procedure as the separated portion of guide wire was left without further intervention. However, due to the patient¿s pre-existing condition, the patient was intubated, a balloon pump was placed, and the patient was transferred to the intensive care unit. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a left anterior descending (lad) coronary artery intervention, a hi-torque balance middleweight universal guide wire became trapped behind a non-abbott stent. Trouble shooting was performed to free and remove the wire but attempts were unsuccessful. Eventually, the wire was pulled back, but the distal radio opaque section separated and remained stuck behind the stent. The separated portion of guide wire was left without further intervention. There was no adverse patient sequela or a clinically significant delay in procedure due to the guide wire issue; however, due to the patient¿s pre-existing condition, the patient was intubated, a balloon pump was placed, and the patient was transferred to the intensive care unit. No additional information was provided.